Event description:
It has been reported to philips that the wireless footswitch lost connection. The system was not in clinical use when the issue was identified. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Per the information collected, the wi-fi led was red, which indicates an error in the wireless connection. The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). The customer has a wired footswitch available for use. Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.